Manufacturer narrative:
Unable to confirm unresponsive buttons due to device was received with torn keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had to use a pin to hold the button down to try and get it to respond. Customer¿s blood glucose was unknown at the time of incident. Customer states that there was no response from any button. The insulin pump will be returned for analysis.